Event description:
A report was received with the following event description: device would not charge for second time. A back-up device was obtained and used throughout the remainder of the call. There was no adverse effects to the patient reported during this event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.